Event description:
The customer reported gum damage on tooth #24 while wearing alignersz. The customer required medical intervention and restorative work was performed to the gums. As a result, aligner treatment was discontinued.

Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to recession of the gum tissue. As per CAPA #(B)(4), this event is retrospectively being reported and therefore was not reported within the required 30-days.